Event description:
Span-america received a call on october 9, 2008, from the department of health and aging reporting that a woman had rolled off the pressureguard turn select mattress system. She hit her head, resulting in a hematoma. The woman has no independent bed mobility, and the family reported the incident to the department of health and aging. The facility name and contact person were not provided to span-america. This complaint was not reported to span-america by the facility. The rn surveyor has concluded that the fall was most likely related to a care issue and not the product itself. It is believed that the pt was laying on the edge of the bed with a wedge behind her back, and she fell off the bed. User instructions include positioning the pt in the center of the mattress.

Manufacturer narrative:
The product is designed to include firm side bolsters, encouraging the pt to be centered on the mattress. The design of the pump and inflation system would not roll a person off the mattress. According to the rn surveyor, an investigation was not performed by the facility and the injury was not reported. The date of this incident is unknown. The pressureguard turn select has been on the market since 1997, with no previous incidences of this nature.